Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 7480243, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/12/2019. Device evaluation summary: during evaluation of the sample a crease was noted on the anterior aspect. No additional anomalies were observed. Based on the facts of the case, the reported issue is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Reason for device explant and/or reoperation: capsular contracture concomitant products: 350cc mentor memorygel breast implant, catalog #3503504bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent primary breast augmentation with a 350cc mentor memorygel breast implant experienced right sided baker¿s grade iii capsular contracture post procedure. The capsular contracture was diagnosed by a physician. As a result, the device was replaced with another 350cc mentor memorygel breast implant on (B)(6) 2019. This report contains supplemental information for mentor psr reference number (B)(4).